Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, episodes of non sustained right ventricular oversensing were noted on the implantable cardioverter defibrillator due to loss of right ventricular capture. The device was reprogrammed to resolve the issue. Patient's condition was normal.